Event description:
It was reported that the spinal cord stimulation (scs) patient experienced fever and chills, with drainage and redness at the implantable pulse generator (ipg) pocket site. It is unknown if cultures were taken, but the patient was prescribed antibiotics and underwent an explant procedure wherein the ipg and lead were removed.

Manufacturer narrative:
B3: exact date unknown, event began approximately 10jul2025. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model number: sc-8216-50. Serial: (B)(6). Batch: 7079714. UDI: (B)(4).

Manufacturer narrative:
The devices were not returned to boston scientific for analysis. A review of the device history record (DHR) confirmed that the devices met specifications prior to shipping. A labeling review did not reveal any anomalies as it states: tissue reaction to implanted materials can occur and, possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis are known risks with the use of spinal cord stimulation (scs). Therefore, in absence of device return and analysis, the most likely root cause is that the reported event is a known inherent risk of with use of the device as described in device labeling. Correction to the MDR b5 and d6b b3: exact date unknown, event began approximately 10jul2025 additional suspect devices need the following information: model number: sc-8216-50 serial number: (B)(6). Batch/lot number: 7079714 model/catalog description: artisan lead 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced fever and chills, with drainage and redness at the implantable pulse generator (ipg) pocket site. It is unknown if cultures were taken. The patient was prescribed antibiotics and underwent an explant procedure wherein the ipg and lead were removed due to suspected infection at the ipg pocket site. The patient was stable postoperatively. The devices were discarded by the facility and were not returned.